Event description:
It was reported that on approximately 2008, following a posterior repair procedure performed in late 2007, the patient was found to have an abscess at the distal site near the stab incision. The patient was treated with antibiotics and hot compresses for one week prior to drainage procedure. The patient was taken into the operating room on 4/3/08 and given general anesthesia as a precaution in the event the doctor had to remove any of the mesh. The abscess was drained and cultured. The results of the culture were negative. The doctor also removed at total of approximately 3cm of the distal end of the arm of the graft including 1 cm of the porcine barrier that had separated from the mesh and was floating around loosely in the abscess area. The doctor packed the patient and she is doing much better. Patient was treated with antibiotics (levaquin, flagyl, and bactrim) prior to the initial surgery. No further issues have been reported.

Manufacturer narrative:
The lot number is unknown, therefore no review of the device history record could be performed. The instructions for use states that infection is a well known potential complication of this type of procedure. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula, formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implant of nonabsorbable meshes. Section implant procedures states: the mesh should be completely immersed in a sterile physiological solution for at least 3 minutes. Mesh is more easily trimmed prior to hydration, but may be trimmed after hydration if desired. Caution: the mesh should not be trimmed to a width less than 1cm in order to maintain sufficient strength and prevent unraveling. Baseline report previously filed.